Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy.

Event description:
It was reported that the patient was referred for prophylactic generator replacement. The patient requested a different implant surgeon due to the report from the patient that they had developed an infection and incision tear after their last vns implant surgery. It was reported that the infection and incision tear had resolved. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications and was sterilized prior to distribution. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator was replaced prophylactically. Analysis of the generator not necessary as infection is not related to the functionality or delivery of therapy of the device. No further relevant information has been received to date.